Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event; treatment was not reported. The cause of the peritonitis is unknown. At the time of this report the patient was recovering from the event. No additional information is available. Report 2 of 3

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot number gd895045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient experienced bacterial peritonitis manifested by abdominal pain. The patient was treated with vancomycin (dose, frequency, and route unknown). The patient was on hemodialysis during hospitalization due to an unrelated condition. On an unknown date in (B)(6) 2013, the patient was discharged from the hospital. At the time of the report, the patient had recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.